Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ion-selective electrode (ise) mix motor to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported high sodium patient results generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.